Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple battery error alarms that could not be cleared. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump battery compartment was corroded. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump alarmed failed battery test due to a corroded battery tube. Unable to verify the low reservoir alarm, bad battery alarm, weak battery alarm or perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the failed battery test alarm. The pump passed the stop current test and run current test. The pump had a cracked case at the display window corners, and minor scratches on the display window.